Manufacturer narrative:
It was reported that the ventilator alarmed for high peep (positive end expiratory pressure). The service engineer could not reproduce the reported problem. 5000 hours preventive maintenance was performed and the ventilator was returned to the customer after passed functional tests. No device logs were received for further evaluation. High pressure may lead to injury. Alarms will be generated when set alarm limits are exceeded. The conclusion is that the reported problem could not be reproduced. The ventilator was returned to the customer after preventive maintenance.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator alarmed for high peep (positive end expiratory pressure). There was no patient harm. Manufacturer ref.#: (B)(4).